Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: unknown"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("excessive and irregular bleeding genital") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and gestational hypertension. Previously administered products included for an unreported indication: fioricet, furosemide, ovcon, iron and ambien. Concurrent conditions included overweight, congestive heart failure, hypertension, abdominal pain, cyst, joint pain, hives and metrorrhagia. Concomitant products included chlortalidone (chlorthalidone), diphenhydramine, furosemide (lasix), labetalol hydrochloride (labetalol hcl), lisinopril, potassium and tocopherol (integra e). In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst left"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: : bloating"), rash ("rashes or skin condition"), fatigue ("fatigue"), arthralgia ("joint pain"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines"), adhesion ("adhesive disease"), uterine polyp ("uterine polyps,intrauterine polyp"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), amnesia ("other injury(ies) or complication please describe: memory loss"), alopecia ("hair loss"), swelling ("swelling") and adnexa uteri pain ("right pelvic ovary pain") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and surgical removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, menorrhagia, genital haemorrhage, abdominal distension, rash, fatigue, arthralgia, headache, feeling abnormal, hormone level abnormal, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, anxiety, depression, migraine, ovarian cyst, adhesion, uterine polyp, nausea, tooth disorder, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge, weight increased, amnesia, swelling and adnexa uteri pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, adhesion, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, swelling, tooth disorder, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss, pelvic pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received. Her demographic was added. Concomitant condition, medication and historical drug added. Events: malposition of essure device location of device: unknown, hormonal changes describe, abnormal bleeding (vaginal), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, migraines, reproductive system disorder or condition type of disorder or condition: ovarian cyst left, adhesive disease, uterine polyps( intrauterine polyp), nausea, dental problems, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: memory loss, hair loss, swelling, right pelvic ovary pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('excessive and irregular bleeding genital') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and gestational hypertension. Previously administered products included for an unreported indication: fioricet, furosemide, ovcon, iron and ambien. Concurrent conditions included overweight, congestive heart failure, hypertension, abdominal pain, cyst, joint pain, hives and metrorrhagia. Concomitant products included chlortalidone (chlorthalidone), diphenhydramine, furosemide (lasix), labetalol hydrochloride (labetalol hcl), lisinopril, potassium and tocopherol (integra e). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst left"), 1 year after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: : bloating"), dry skin ("rashes or skin condition/rashes or skin conditions type: rashes/dry patches on hand stomach & arms"), fatigue ("fatigue"), arthralgia ("joint pain"), headache ("headaches"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines"), adhesion ("adhesive disease"), uterine polyp ("uterine polyps,intrauterine polyp"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction type: nickel jewelry,"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), amnesia ("other injury(ies) or complication please describe: memory loss"), alopecia ("hair loss"), swelling ("swelling"), adnexa uteri pain ("right pelvic ovary pain"), hot flush ("hot flashes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anaemia ("anemia") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and surgical removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, menorrhagia, genital haemorrhage, dry skin, arthralgia, headache, feeling abnormal, hormone level abnormal, hypersensitivity, female sexual dysfunction, anxiety, depression, ovarian cyst, adhesion, uterine polyp, tooth disorder, allergy to metals, weight increased, amnesia, swelling, adnexa uteri pain and hot flush outcome was unknown, the abdominal distension, fatigue and vaginal haemorrhage was resolving and the migraine, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, alopecia, vaginal infection, anaemia and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, adnexa uteri pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, swelling, tooth disorder, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss, pelvic pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Reporter's information was added. Added event anemia, vaginal infection, dyspareunia, hot flashes. Updated outcome of events from unknown to recovered/resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and irregular bleeding genital") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), rash ("rashes"), fatigue ("fatigue"), arthralgia ("joint pain"), headache ("headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgical removal of the device). Essure was removed in (B)(6) . At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, rash, fatigue, arthralgia, headache and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, fatigue, feeling abnormal, genital haemorrhage, headache and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive and irregular bleeding genital") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), rash ("rashes"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain"), headache ("headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgical removal of the device). Essure was removed in 2015. At the time of the report, the abdominal pain, abdominal distension, rash, genital haemorrhage, fatigue, arthralgia, headache and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, fatigue, feeling abnormal, genital haemorrhage, headache and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.